Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device is not functioning properly was confirmed. It was found that the motor was corroded and not running smoothly. It was too loud during operation. The resistance value of the keypad of the hand control set was out of specifications and was drifting. As a result, the keypad assembly was not responding properly. The drill mounting mechanism was defective and the burr was hard to be installed. The motor and the hand control set were replaced to correct the identified failures. Also the defective drill mounting mechanism 1.0 was replaced by 1.25. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and it's non-smooth running. This has caused the motor to become noisy during operation. However, given the information provided we cannot discern a definitive root cause for the defective keypad assembly and the drill mounting mechanism. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the micro tornado hand piece with hand-control is not functioning properly.